Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking internally. Issue found during testing. Unit was not dropped. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No signs of external damage. Connected to oxygen and performed lock off leak test. The customer's reported problem was confirmed - found leaking during leak test. The root cause is the demand valve is leaking. No action was taken. Due to obsolescence and lack of spare parts, we are unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site. This device does not meet manufacturer's specifications and should not be returned to clinical use. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.